Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported by the bd tm that the sr 8 was on an mer stand and being maneuvered out of an elevator when the wheels caught on the elevator threshold and tipped over. When the system was evaluated it was noticed that there are two cuts in the probe cable. When the system is powered on the end users noted that there are several pronounced 'streaks' in the ultrasound image.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the system was evaluated it was noticed that there are two cuts in the probe cable was confirmed. The probe cable has two cuts and the image has dark vertical streaks. The root cause of the reported issue is use-related damage to the probe cable. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported by the bd tm that the sr 8 was on an mer stand and being maneuvered out of an elevator when the wheels caught on the elevator threshold and tipped over. When the system was evaluated it was noticed that there are two cuts in the probe cable. When the system is powered on the end users noted that there are several pronounced 'streaks' in the ultrasound image.